Event description:
It was reported by repair work order that the steer lock was stuck in the on position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.